Event description:
About 50% of our dexcom g7 sensors fail before their expiration time. This has resulted in high and low blood sugars, not feeling well and missing school for our daughter. The company will replace any sensors that fail, but it requires time to call and file a report and then the company takes 5-7 business days to send the replacement out unless we demand expedited delivery (and even then, they won't overnight them. My daughter requires this piece of equipment for her pump to operate on a hybrid closed loop system to manage her blood sugars.